Event description:
Health systems are able to query medication history via surescripts. Surescripts sends to the health systems the information it receives from retail pharmacies. Problem: xxx pharmacy sends back non-standard abbreviations to the ehr. Here is what xxx pharmacy sends back take 1 tablet by mouth every day here is what xxx pharmacy sends back csw 1 t po qpm the xxx pharmacy sig is hard health professionals to interpret and even harder for patients. I have reached out via surescripts to xxx pharmacy. Xxx pharmacy said that are aware of the issue and are working on it, but no timeline was provided. (B)(6).